Event description:
A knee arthroplasty was revised due to tibial loosening.

Manufacturer narrative:
Device is currently undergoing engineering evaluation. The devices history record review provides assurance the part was accepted with conformance to the product requirements.